Event description:
It was reported that the patient presented in clinic after receiving the patient notifier. The atrial lead exhibited high impedance. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.